Event description:
It was reported that during the positioning of the embolization coil, the coil prematurely detached. An intravascular snare was used over the microcatheter to remove the coil successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual evaluation revealed the device returned with the implant detached from the delivery pusher. The delivery pusher and introducer were not returned for evaluation. The implant coil is engaged in the snare and catheter device. The implant coil is kinked over the length. The catheter has been cut. The proximal end is not included for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint cannot be determined as the entire device was not available for evaluation.